Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. Additionally, the patient underwent two more procedures on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported the patient underwent surgery for cystocele, sui and urgency incontinence on (B)(6) 2007 with an aris transoburator tape (mentor) implant. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, cystocele; concurrent procedures: cystoscopy. It was reported that following insertion the patient experienced infection, urinary problems, recurrence and bleeding. It was reported that patient underwent mesh revision and implantation of mesh due to recurrence of sui and mesh erosion on (B)(6) 2007 and another procedure to remove previously implanted mesh and implant a new mesh on (B)(6) 2007. It was reported that patient underwent mesh removal on (B)(6) 2012 due to mesh protruding through vaginal wall. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2007 and (B)(6) 2007 under dr. (B)(6) at (B)(6) hospital. It was reported that the patient underwent mesh revision on (B)(6) 2012 under dr. (B)(6) at (B)(6) hospital. No additional information was provided.